Event description:
Caller reported a minimum fill notification, leading to high blood glucose levels, with the specific value being unknown but displayed as "high." There was no adverse impact to the customer's blood glucose level beyond the initial event. The customer performed a correction bolus using the pump and did not require third-party assistance. Technical support instructed the caller on various troubleshooting steps, including removing the pump from its case and cleaning the pneumatic tap area. However, reloading the same cartridge did not resolve the issue. Caller successfully resolved the problem by loading a new cartridge following proper procedures, after which the pump resumed normal insulin delivery. Customer requested replacements due to the issue, and technical support agreed to send them.